Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported complaint on a spray of fluid not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 04dec2019 to date 04dec2020. Complaint trend: the only complaint related to the issue of a spray of fluid not contained within the instrument is this one. Date range from 04dec2019 to date 04dec2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file #: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn bal seal. This issue had initially been discovered in case (B)(4) in which the root cause was determined and a repair quote was prepared for a future visit. This case had mistakenly been closed and was later reopened under case (B)(4) for the actual repair. After providing the quote for the repair, an fse (field service engineer) was deployed onsite to fix the issue. The fse replaced the flow cell housing (pn 64050707), bal seal (pn 343509), and bal seal retainer (pn 640116). They then cleaned the adjusted the optical axis, cleaned the tube sensor, and adjusted the position of the aspirator arm. No parts were requested for evaluation as the replaced parts are not part of stock inventory and were discarded. After the repair the instrument was tested and was performing as expected. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the impact on the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. Proper daily and monthly cleaning procedures should also be followed and can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00 rev. 1/vers. A, page 149. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order(s) -work order # (B)(4), case # (B)(4) (new). -work order # (B)(4), case # (B)(4) (old). Install date: (B)(6) 2006. Defective part numbers: 64050707 - assy sample housing 180 degree service; 640116 - bal seal retainer; 343509 - bal seal (sip). Work order notes: subject / reported: liquid blows out from the retainer during sit flash. Problem description: liquid blows out from the retainer during sit flash(fep211301). Work performed: (treatment) the flow cell housing, balseal, and retainer have been replaced. -cleaned and adjusted the optical axis. I cleaned the tube sensor. (With tube: 0.19v, without tube: 2.2v) -adjusted the position of the ejector arm. -(result) -checked the cv value. 1: I heard that there were occasional errors, it is presumed that it is caused by the deterioration of balseal. 2: violet laser, fiber out 1.5mw and below the standard. 3: blue laser fiber out value is as high as 23mw. Cause: (phenomenon) I couldn't confirm today. (Cause) is the retainer spinning? It is presumed that it is caused by internal damage. Solution: -checked the cv value. 1: I heard that there were occasional errors, it is presumed that it is caused by the deterioration of balseal. 2: violet laser, fiber out 1.5mw and below the standard. 3: blue laser fiber out value is as high as 23mw. Internal notes: (B)(6) 2020 05:51:14 z: accepted, items 1 to 3 have already been reported to your company, mr. (B)(6), on friday. Both violet and blue have deteriorated. I told the agent that if you want to repair it, please consider replacing it with a new one. It was said that there was no need to contact the sales staff in particular. Please approach mr. Tatematsu if necessary. I was told that the liquid would spurt out from the retainer during sitflush, but I confirmed it. The retainer was spinning around. I would like you to replace it with a 3-piece set of sit / retainer / bal seal. There is a trouble found during work. 01218104, 01218091, 01218081. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers.a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient.the severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes; no. Item: 6. Waste; function: 6.1 contain waste; potential failure mode: 6.1.1 waste not contained; potential effect(s) of failure: 6.1.1.1 biohazards; potential cause(s)/mechanism(s) of failure6.1.1.1.1 pressure build-up; current controls: vent on lid; recommended actions: 1. Add filter. 2. Pressure sensor for backpressure. Severity: 9; occurrence: 2; detection: 1; rpn: 18. Item: 12. Sample introduction tube; function: 12.1 retain tube until manually removed; potential failure mode: 12.1.1 tube pops off; potential effect(s) of failure: 12.1.1.1 biohazard spill; potential cause(s)/mechanism(s) of failure 12.1.1.1.1 tube seated improperly, tube pressure set too high, or old bal seal does not seal adequately. Current controls: user observation; recommended actions: 1. Lower pressure when not acquiring. 2. Service provides spare bal seal to customer, and instructions to replace when any pressure loss is observed. Severity: 9; occurrence: 4; detection: 2; rpn: 72. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause of the spray of fluid outside of the instrument was presumed to be a worn bal seal. Conclusion: based on the investigation results the root cause of the spray of fluid outside of the instrument was presumed to be a worn bal seal. The fse confirmed the issue and replaced the flow cell housing, bal seal, and bal seal retainer. They then cleaned the optical axis and tube sensor, and adjusted the position of the aspirator arm. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that while using bd facscanto¿ ii sheath fluid under pressure sprayed outside of instrument. The following information was provided by the initial reporter, translated from japanese to english: liquid blows out of the retainer during sit flash. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? Yes, sheath fluid spouted out. 4. What was the fluid that leaked? Non-biohazard. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1250, FDA patient problem code(s): 2645.

Event description:
It was reported that while using bd facscanto¿ ii sheath fluid under pressure sprayed outside of instrument. The following information was provided by the initial reporter, translated from japanese to english: liquid blows out of the retainer during sit flash please confirm the safety check below. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? Yes, sheath fluid spouted out. 4. What was the fluid that leaked? Non-biohazard 7. Was the customer/bd personnel physically in contact with the fluid? No